Event description:
Consumer information center received a complaint on october 22, 2007. Consumer reported that she used the product several times since approximately 2006. In 2007, she developed a urinary tract infection (uti) that led to septicemia, and almost death. At that time, she was hospitalized for 10 days. She is unsure if uti was caused from the use of product. She has continued to use the product through this month, and is now experiencing burning in urination, which may be another uti. Consumer no longer has the box that she used in may preceding the hospitalization. Her symptoms persists. Consumer was advised to discontinue the use of product, and consult her physician. Consumer information center attempted to contact the consumer on 10/22/2007. No response by the consumer. This report is closed unless new, significant information is received.